Event description:
It was reported via repair work order that the zoom had intermittant power due to malfunctioned pcb box and load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the zoom had intermittent power due to malfunctioned pcb box and load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The initial MDR report was issued without the PMA/510(k)#. This follow-up MDR is being issued with the PMA/510(k)# included. Additionally, upon completion of the manufacturer's investigation it was also concluded that the zoom would function in an unintended direction, as well as being intermittent.